Event description:
It was reported that the patient had an implantable cardiac monitor (icm) and episodes of asystole were detected, some of which occurred on the day the icm was implanted. Technical services reviewed rhythm strips and discussed the episodes were likely related to electrode loss of contact which may result in the false detection of asystole. Technical services also discussed that these episodes occurred very soon after implant and should stop as the pocket heals and tightens around the device. The patient was asymptomatic with the episodes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).